Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from the connector on (B)(6) 2023. The issue occurred with one infusion set used for 5 hours. The blood glucose level of the patient was over 400 mg/dl at the time of the event. The patient replaced the infusion set and insulin was resumed successfully.